Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. No procedural photographs, videos, or imagery were provided for review. Therefore, no visual, functional, or dimensional analysis could be performed. There was no note of abnormalities during device preparation. Therefore, it is unlikely an issue was present out of box. Per the report, the patient has persistent sciatic artery with access vessel minimum luminal diameter (mld) measured 5.0 mm. The smallest mld recommended for use with a 14fr esheath is 5.5 mm as stated in the IFU and procedural training manual. An undersized access vessel diameter can constrict the sheath from full expansion, leading to resistance during delivery system advancement. Additionally, the patient¿s previously existing condition of persistent sciatic artery can cause the vessel to narrow, which may contribute to the resistance of the delivery system in the sheath. As a result, available information suggests that patient factors (undersized mld/persistent sciatic artery) may have contributed to the complaint event. The following were reviewed for instructions/guidance for preparation and use of the devices: the edwards esheath introducer set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. Sheath insertion: the proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the aortic bifurcation. Note: do not use if the sheath is damaged (i.e. Kinked or stretched). Additional considerations: heparin should be given prior to sheath placement to ensure act greater or equal to 250 seconds. Use stiff wire (for peripheral access only) in case of peripheral tortuosity. Utilize wires such as supracore, meier (boston scientific), lunderquist (cook). Apply tension to wire to provide firm rail for placement. Always observe fluoroscopy during insertion. Proper screening is critical to reducing vascular complications. Ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the introducer sheath. Delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. Note: in expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Ensure sheath tip is still past the aortic bifurcation. Advance thv through loader and sheath using short movements. Caution: the thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. Sheath removal: remove the suture securing the sheath. Remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not reinsert the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Have an appropriate dilator ready to occlude the vessel if required. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. DHR review did not reveal any manufacturing related issues that would have contributed to the complaints. Lot history revealed no additional complaints for ¿sheath shaft ¿ resistance with delivery system, bc.¿ the complaint trend analysis revealed that occurrence rates did not exceed the january 2020 control limits for the trend category. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. In this case, the cause of the femoral artery dissection is unknown, however, may be due to patient factors (undersized mld/persistent sciatic artery). There was no allegation or indication a device malfunction contributed to this adverse event. The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed. However, based on a review of the DHR and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. Available information suggests that patient factors (undersized mld/persistent sciatic artery) may have contributed to the complaint event. No IFU/training/ labeling inadequacies were identified, and review of the complaint history revealed that the occurrence rate did not exceed control limits for the applicable trend categories. No corrective or preventative action is required at this time.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during a transfemoral tavr, a 14 fr esheath was inserted into the right femoral artery via a puncture. The access vessel was totally narrowed. No difficulty or resistance was experienced during sheath insertion. There was resistance while advancing the delivery system through the esheath and the delivery system would not advance past the external iliac artery (eia). Percutaneous transluminal angioplasty was performed with a 7mm balloon from the eia to the common iliac artery (cia). After slightly pulling the sheath back, the delivery system could be advanced beyond the eia. After implant of a 23mm sapien 3 valve, angiography revealed contrast leakage from the cia upon sheath removal. Hemostasis with an occlusion balloon was performed immediately. Laparotomy was performed to deploy vascular prosthesis. Blood transfusion was given because baseline hemoglobin level was low. The patient left the operation room intubated. As hemodynamics were stable, the patient was extubated on following day. The access vessel minimum luminal diameter (mld) measured 5.0 mm. There was no tortuosity or calcification in the access vessel.